Event description:
It has been reported to philips that the mcs monitor had no power. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and found that startup failed. Upon functional test rse found reported problem was caused by the defective fuse. Customer was instructed to replace the fuse. After replaced the fuse, system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.